Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the door switch for the gantry was adjusted to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. Continuation of concomitant products: product ID: b i71000166, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant displayed the gantry door was open, but the gantry was closed. There was no patient present when this issue was identified.